Event description:
Device was returned for service. During service, technician indicated the motor was using 3-5 amperes creating an overheating condition. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the motor was defective utilizing 3-5 amperes, rough running and seized causing an overheat condition. The device was exchanged and sent to the customer on (B)(4) 2012. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.